Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports while walking by patient's room, nurse heard a trickling noise. When she looked into the room, she saw that the tube feed had become disconnected at the insertion site and tube feed was pouring down the IV pumps and onto the floor. Upon further inspection, it appears that the tube became dislodged from the insertion spike.